Event description:
It was reported that impedances were greater than 4000 ohms on all or some of the bipolar pairs. The system always had high impedances. The patient's therapy had not changed. Per the hcp, no action needed to be taken at the time of the report. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please reference mfg. Report #6000153200802860.